Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va16web, implanted: (B)(6) 2016, explanted: (B)(6) 2018 product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer¿s device implant site was infected. The implant site was reddening over a month ago, a small amount of bleeding was noted, aggravation was observed, and sight pain was noted. An explant procedure was requested by the consumer.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va16web, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that both the lead and implantable neurostimulator (ins) was implanted on (B)(6) 2016 and ex planted on (B)(6) 2018. The device would not be returned and the reason was unknown. It was unknown if the infection resolved but no further issue was not reported. The cause of the infection was undetermined. No further complications were reported/anticipated.